Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving dilaudid (15 mg/ml at 1.25 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2016 it was reported that the pump had been empty for some time. Additional information was received on (B)(6) 2016 and it was reported that the pump had been empty for about 3-4 weeks. The patient was supposed to come in for a refill but didn't.